Manufacturer narrative:
(B)(4). D10: 00771101120 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset 61900036. 00620005622 shell porous with cluster holes 56 mm o.d. 61941716. 00625006530 bone scr 6.5x30 self-tap 62011530. 00630505636 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell 61970746. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02542. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was implanted with zimmer biomet products. Subsequently, patient was revised eleven (11) years post implantation due to alval (aseptic lymphocyte-dominant vasculitis-associated lesion) from the metal-on-metal prothesis. The head and stem were explanted. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.